Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a patient experienced dyspnea and recurrent atrial fibrillation. A cardioversion was performed. Following the pfa ablation procedure, the patient experienced dyspnea and recurrent atrial fibrillation. Bisoprolol was increased by the primary care physician. Cardiology consultation on (B)(6) 2026: decision made for electrical cardioversion. The was admitted and discharged the same day, (B)(6) 2025.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Device technical analysis: boston scientific is on the attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to 'respiratory distress' and 'arrhythmia'. There is no evidence that any updates to the document are required at this time. Risk assessment: a risk review performed for the farawave device confirmed that the event of atrial fibrillation and dyspnea are known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Dyspnea is considered within the risk threshold for respiratory distress and it is an expected procedural complication addressed within the IFU for the farawave catheter. Atrial fibrillation is considered within the risk threshold of arrhythmia and it an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced dyspnea and recurrent atrial fibrillation. A cardioversion was performed. Following the pfa ablation procedure, the patient experienced dyspnea and recurrent atrial fibrillation. Bisoprolol was increased by the primary care physician. Cardiology consultation on (B)(6) 2026: decision made for electrical cardioversion. The was admitted and discharged the same day, (B)(6) 2025.